Event description:
It was reported bd venflon¿ pro safety catheter had a safety mechanism failure, resulting in a needle stick injury. The following information was provided by the initial reporter: "when the nurse had inserted the pivc, the safety device/cover to the cannula did not activate. The nurse got a needle stick injury."

Manufacturer narrative:
Initial additional reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety catheter had a safety mechanism failure, resulting in a needle stick injury. The following information was provided by the initial reporter: "when the nurse had inserted the pivc, the safety device/cover to the cannula did not activate. The nurse got a needle stick injury."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Initial additional reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety catheter had a safety mechanism failure, resulting in a needle stick injury. The following information was provided by the initial reporter: "when the nurse had inserted the pivc, the safety device/cover to the cannula did not activate. The nurse got a needle stick injury."